Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 1cm from the distal end of the middle sheath. The inner liner is kinked 1.6cm and 3.3cm from the tip. Microscopic examination revealed no additional damages. The lock is still on the rack. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that inadvertent and partial stent deployment occurred. The target lesion was located in the superficial femoral artery of the right lower extremity. A 6x60x120 epic stent was selected for use. However, when the device was taken out from the protective sleeve, it was noted that the first and second sections of the stent were deployed and could not be reconstrained back into the delivery system. The device was completely removed without any issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that inadvertent and partial stent deployment occurred. The target lesion was located in the superficial femoral artery of the right lower extremity. A 6x60x120 epic stent was selected for use. However, when the device was taken out from the protective sleeve, it was noted that the first and second sections of the stent were deployed and could not be reconstrained back into the delivery system. The device was completely removed without any issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.